Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements that is high out of range greater than 125 ohms. Technical services (ts) was consulted, recommended increasing alert threshold to 150 ohms and monitoring. This rv lead remains in service. No adverse patient effects were reported.